Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. At 1000, the pump was delivering 250 units of insulin in 250ml at a rate of 0.7ml/hr. At approximately 1200, the pt was to receive a 500 ml normal saline bolus. At 1300, the rn reported that the insulin bag was empty and approximately 197ml of the insulin solution had been delivered to the pt. The reporter stated that the pump had been programmed to deliver the insulin at the intended normal saline bolus delivery rate. The pt had a blood glucose level of 48mg/dl and was treated with unspecified doses of d50 and a d10 infusion. There were no reported adverse pt sequelae.